Event description:
It was reported that during ruptured aneurysm procedure, after the stent was removed from the microcatheter, the long sheath had prolapsed around the arch and the subject intermediate catheter was observed to be still in place in the ica (internal carotid artery). The physician removed the long sheath, microcatheter and subject intermediate catheter which was observed to be unravelling distally. Resistance was encountered removing the intermediate catheter which then unraveled the nitinol round wire coil segment of the intermediate catheter into the long sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D2a common device name - updated. D2b product code - updated. D4 gtin - updated. D9 returned to manufacturer on - updated . D9 product available to stryker ¿ updated. G4 PMA/510(k) - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the catheter was found to be severely damaged. The catheter was found to be broken/fractured 95cm from the hub. The was a microcatheter jammed inside returned returned device. The microcatheter was removed with force. The catheter tip was found to be slightly crushed. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was returned for analysis and was found to be severely damaged. The catheter was found to be broken/fractured 95cm from the hub. The was a microcatheter jammed inside returned device. The microcatheter was removed with force. The catheter tip was found to be slightly crushed. The as reported events of catheter shaft difficulty removing/withdrawing, catheter shaft stretched and catheter shaft broken/fractured during use as well as the analyzed events of catheter shaft kinked/bent, catheter shaft stretched, catheter tip flat/crushed, catheter shaft broken/fractured during use and catheter shaft difficulty removing/withdrawing will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during ruptured aneurysm procedure, after the stent was removed from the microcatheter, the long sheath had prolapsed around the arch and the subject intermediate catheter was observed to be still in place in the ica (internal carotid artery). The physician removed the long sheath, microcatheter and subject intermediate catheter which was observed to be unravelling distally. Resistance was encountered removing the intermediate catheter which then unraveled the nitinol round wire coil segment of the intermediate catheter into the long sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.